Manufacturer narrative:
Animas has conducted a review of the device history record for this pump on (B)(4) 2011 and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The likely causes of the adverse event identified by customer support were site exhaustion, incorrect infusion set replacement schedule, and infrequent blood glucose testing. The patient has continued to use the pump with no reported subsequent events. The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/03/2013 with the following findings: investigation revealed the daily insulin delivery totals correctly reflected the user's programmed basal rates. No activity outside normal use observed in the black box or download history. No data in black box or download histories from time of reported high bgs due to continued use. A 29 hour flow accuracy test was performed; pump passed flow accuracy test and was found to be delivering within the required specifications. There was no defect found.

Event description:
The patient reported blood glucose excursions for about one week. The reported blood glucose values have been between 400mg/dl and 500mg/dl, >600mg/dl once, and within target at other times. She stated that she did not check ketones and had nausea and thirst. The patient verbalized that a family member had been very ill for a week and passed away recently. She denied power issues, blank screens, or loss of prime warnings. The patient confirmed that all settings were correct including the date and time. She reported that she changes the infusion sets every four days or when the blood glucose is 400mg/dl to 500mg/dl, rotates sites in the abdomen, denied bent cannulas, and said that sites are intact without drainage, leakage, redness, warmth, or scar tissue. The patient denied bent cannulas and air bubbles in the cartridge or tubing. She said that supplies were not expired. She did not use a new vial of insulin and delivered all correction boluses via pump. She said she was not ill and there were no changes in medications, diet, or activity. The patient admitted that she was not consistent with blood glucose testing. The patient reported improved blood glucose readings (57mg/dl-155mg/dl) since the complaint was made. She stated that she has an appointment with her physician to review the pump settings alongside her blood glucose readings. This complaint is being reported due to multiple user issues related to insulin pump therapy.